Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having transforaminal lumbar interbody spinal therapy for l4 degenerative spondylolisthesis to l4/5 levels. It was reported that an aa 24×10 mm cage was inserted at l4/5. After removing the inserter, a slight inward tilt of the cage was requested. The inserter was reintroduced into the disc space, and the inner shaft was rotated several times to adjust. A ¿click¿ was heard, and upon removal, one tine of the bifurcated inserter tip was missing. The fragment was retrieved from the body using a punch and forceps in approximately 2 minutes. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received from the manufacturer representative that there are signs of wear on the threads approximately 2.3 cm from the head for pli 20.

Manufacturer narrative:
G2: country of origin is japan. H3: product analysis # (B)(4). Part # 2990001, lot # nm12f025 visual and optical inspection confirmed one of the prongs at the tip of the inserter is broken. The damage to the instrument is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.